Event description:
Information received by medtronic indicated that the insulin pump was over heating. Customer stated battery cap was not damaged. No harm requiring medical intervention was reported. The device was returned for analysis.

Manufacturer narrative:
(B)(4). On (B)(6) 2021 customer called in with the following concern: pump heating up. P-cap locked in place properly during testing. Proceed it with the following testing to assure proper functionality of the unit. After multiple new batteries and battery caps unit remained on blank display. Unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self test due to blank display. Proceed it by cutting unit open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection it was determine that the ingress of water corroding electronic assemblies and battery tube causing electrical short not allowing unit to turn on or access to download. Force sensor zero offset within spec (23.7mv). No physical damage noted during visual inspection. In conclusion, unit came in with blank display due to corroded electronic assemblies.